Event description:
It was reported that a journal article was received indicating a variety of patients underwent ultra-high-density mapping and radiofrequency ablation for supraventricular tachycardia between february 2017 and september 2020. Of the 85 procedures performed the following complications, each in one patient, occurred: cerebral embolic event with post-procedural diplopia and minimal sequela at last follow-up, small pericardial effusion, ventricular lead micro-dislodgement, periprocedural transient atrioventricular block, peri-procedural diffuse erythematous rash leading to loss of fidelity of previously constructed maps, retroperitoneal venous bleeding and arterial dissection. All complications resolved spontaneously without the need for intervention. Kahle ak, gallotti rg, alken fa, meyer c, moore jp. Electrophysiological characteristics of intra-atrial reentrant tachycardia in adult congenital heart disease: implications for catheter ablation. J am heart assoc. 2021 jul 6;10(13):e020835. Doi: 10.1161/jaha.121.020835. Epub 2021 jun 14.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.